Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report a recoverable error 23013 pointing to the left master tool manipulator (mtm) of the surgeon side cart (ssc). Tse guided caller to power cycle the system including hard power cycle on the ssc and moving the mtml in all directions ensuring nothing is blocking the movement. Upon powering on, the system generated recoverable error 23008 pointing to pot to encoder error mtml axis 4. Site was able to disable mtml. Since there was no other ssc available surgeon converted to laparoscopic surgery. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was installed onto a working system and triggered error 23013, indicating a fault on axis 4. The mtm was installed on a test platform and failed on axis 4 upon power up. The axis 4 motor and axis 4 motor cable were tested and verified to be the source of the fault. The complaint was confirmed based on the results of the investigation.